Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed evidence of a cs 088 call service alarms. During investigation, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, the pump case was removed and internal moisture was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.